Manufacturer narrative:
The calibration and qc were reported to be within specifications. Reagent issues were excluded. The field service engineer (fse) cleaned all the wash stations, drying holes and the sample probe. He also readjusted the sample probe and replaced a maintenance kit. Qc was performed with acceptable results. The analyzer and assay were confirmed to be performing within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable albt2 tina-quant albumin gen.2 result for one patient urine sample tested on a cobas 6000 c (501) module. The initial result was not reported outside of the laboratory. The initial result was 92.2 mg/l. The repeat result was <2.2 mg/l with a data flag. A urine dip strip test was performed before the sample was run and the result was negative. The reagent lot number and the expiration date were requested but not provided.